Event description:
As reported, the surgeon noted that the suture of the vascular shunt, ivs1512 is fixed with a very big and bulky bulb of silicon or other material in the middle. This disturbed the surgeon a lot because the suture for anastomosis will stuck on the bulb and by removing the shunt out of the vessel it is very dangerous because the anastomosis could be damaged.

Manufacturer narrative:
The intravascular shunts were visually inspected and there was found an excessive use of adhesive in the middle of the shunt shaft. The defect was confirmed, and a manufacturing defect was confirmed. There were no other observed defects on the devices. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. Additionally the supplier did not have proper controls in place to ensure the correct amount of adhesive was put in place. Edwards is currently in the process of updating the drawing to include specifications around the amount of adhesive that can be used. A CAPA and supplier car has been initiated as a result. Manufacturing records were reviewed and found acceptable at the time of distribution. Trends will continue to be monitored on a monthly basis through the edwards quality system.

Manufacturer narrative:
The product was not returned and the root cause could not be determnined for this complaint. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Follow up information regarding this event. This complaint is associated with a product recall in addition to the supplier car. Trends will continue to be monitored through edwards quality system and additional information relayed as discovered.